Manufacturer narrative:
Investigation: the harvesting cannula was returned with the c-ring and scope wash tubing assembly separate. A visual inspection revealed that the c-ring had split in half. The remaining half of the c-ring was attached to the scope washer tubing of the cannula. There was evidence of blood on the device. Based on these visual observations, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro scope washer tubing caught on something and broke. This occurred when the harvester was taking the device out of the patient so nothing fell into the patient's leg. The hospital did not report any patient effects. The product was returned.